Event description:
Healthcare professional reported "any creases associated with hole."

Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified: opening crease sharp on radius and stress marks. Based on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening creases are observed but have no relationship with manufacturing.

Manufacturer narrative:
Additional, changed, and/or corrected data. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported a left side rupture, capsular contracture, baker grade iii, and any creases associated with hole. The device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture.

Event description:
Healthcare professional reported a left side rupture, and capsular contracture, baker grade iii. The device remains implanted.